Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to motor encoder signal out of phase. Analysis was unable to perform the displacement test and verify excessive no delivery alarm due to motor error alarm. The insulin pump was received with cracked reservoir tube lip, scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 301 mg/dl. The customer stated that they treated the blood glucose with the insulin pump. Troubleshooting was performed. The device was returned for analysis.